Manufacturer narrative:
Additional information was received indicating the issue was found during routine testing.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and user mode testing were performed. The reported "double beep no cassette" complaint was duplicated. While booting the pump, the pump alarm started half way through the self-test. According to the investigation, in user mode, attaching a cassette stopped the alarm. The investigation reported that a normally operating pump will alarm for no disposable (no cassette) only when running. According to the investigation the reported problem was caused by the cassette detect sensor stuck at high. Service's will replace the pump dso sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.